Event description:
The pt's mother contacted hill-rom and stated that the device sparked and started to smell like smoke. The device was located in the pt's home. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found visual indication of electrical arching on the internal iec power inlet fuse holder. There was evidence of fluid on the iec power inlet module and fuse holder and this was most likely the cause for the arching and burning smell. The tech could not duplicate the problem because the fluid had dried. The device had no abnormal error code and the device powered on normally and ran a complete therapy session without issue. Based on this info, no further action is required.